Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were present in the canister, as customer did not remove air prior to filling cartridge. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 104 mg/dl.